Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the shaft and foil, which is consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the balloon between the markers with no damage noted. The tip length was 4 mm. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. It was reported the patient anatomy was tortuous, which likely contributed to the reported failure to advance. Prolonged balloon inflations and pericardiocentesis were performed while waiting for the or to open up. The patient was subsequently taken for surgery to repair the perforation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the perforation was caused by a non-abbott device. The graftmaster failed to cross to the perforation, due to tortuousity. Prolonged balloon inflations and pericardiocentesis were performed while waiting for the operating room to open up. The patient was subsequently taken for surgery to repair the perforation. No additional information was provided.